Event description:
It was reported that asymptomatic patient presented in clinic for follow up with oversensing exhibited on the right ventricular lead. Upon review, it was noted oversensing was due to lead noise. All electrical measurements were normal. No interventions were performed. The patient will be continued to be monitored remotely.